Manufacturer narrative:
Concomitant medical devices: w1tr02 crtp, implanted: (B)(6) 2019; 5076-52, lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted, cultures were taken and the patient was treated with antibiotics. The system was later replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.